Manufacturer narrative:
G4: 04oct2019. B4: 07oct2019. The device was evaluated by the field service engineer and the reported issue was confirmed. Initially the field service engineer replaced the front bezel, but this did not resolve the issue. The user interface was then replaced, but the touchscreen and nav ring still did not function. The power management (pm) printed circuit board assembly (pcba) was then replaced and the issue was resolved. The device was tested and now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/20/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit's touchscreen is intermittent. Unit is not able to be turned off from touchscreen but can be turned off via accept button as intended. The customer reported there was no patient involvement.